Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, nabothian cyst, ovarian cyst ruptured and dysfunctional uterine bleeding. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal infection ("vaginal infection"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and endometriosis ("endometriosis"). In (B)(6) 2012, the patient experienced skin burning sensation ("my skin was burning") and pruritus ("itching all the time"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced gastrooesophageal reflux disease ("gerd"). On an unknown date, the patient experienced sleep disorder ("sleep disorder"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and sleep disorder was resolving, the vaginal haemorrhage, menorrhagia, vaginal infection, endometriosis, gastrooesophageal reflux disease, alopecia and weight increased outcome was unknown and the skin burning sensation, pruritus and vaginal discharge had resolved. The reporter considered alopecia, endometriosis, gastrooesophageal reflux disease, menorrhagia, pelvic pain, pruritus, skin burning sensation, sleep disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date: 2011 and 2010. Essure insertion date provided in pfs: (B)(6) 2011 and (B)(6) 2011, (B)(6) 2010 left- 1, right 1 trailing coil. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: total bilateral occlusion; on (B)(6) 2011: unilateral occlusion (left tube occluded); on (B)(6) 2011: unilateral occlusion (left tube occluded). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-mar-2020: pfs and mr received: previously reported event "injury to herself" updated to "abnormal bleeding (vaginal)", events "menorrhagia, vaginal infection, my skin was burning, itching all the time, endometriosis, vaginal discharge, gerd, hair loss, weight gain, pelvic pain, sleep disorder", reporter, medical history, lab data added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.